Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 11.8-12.1cm and 19.8-19.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.